Event description:
A surgeon reported that within a short period following glaucoma filtration shunt implantation, seven (7) patients presented with a clogged shunt. All of the patients had to have the shunt explanted. The surgeon is experienced and has been implanting shunts for many years. No identifiers were provided for any of the patients. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. No date regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).